Manufacturer narrative:
Section a4, a5 (ethnicity): unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was explanted from the patient's right eye due to dysphotopsia, halos and distance visual acuity not clear. This was replaced with a dib00 23.0d. No other patient injury. The explanted iol was discarded. It was learned that about 4-5 months post-implant of iol, the patient was evaluated on (B)(6) 2022 with bothersome driving day and night as well as complaints of blurry visual acuity. Patient was evaluated off and on until (B)(6) 2023 for various other reasons but it was not until (B)(6) 2023 that an iol exchange was discussed due to symptoms originally stated. Pending post operative appointment to confirm patient visual outcome from new implant. No other information was provided.